Event description:
It was reported that a user of the ilet experienced fluctuating blood glucose with a low of 50 mg/dl followed by a post-treatment high of 258 mg/dl after ingesting glucose tablets and juice; the event was associated with use of oral glucose to treat hypoglycemia and subsequent transient hyperglycemia. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, diabetic ketoacidosis, or need for medical assistance. Outcomes included self-management at home without professional intervention, hospitalization, or ketone testing, and resolution to a normoglycemic value. Investigation included complaint intake, review of user-reported event details, and troubleshooting and education on avoiding overtreatment of hypoglycemia. Investigation of this case revealed that the event was consistent with user overtreatment of a low glucose resulting in rebound hyperglycemia, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and most consistent with use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.